Event description:
Related manufacturer reference number: 2017865-2022-43596. It was reported that the patient presented to the hospital for a right ventricular (rv) lead and implantable cardioverter defibrillator(ICD) device implant procedure on (B)(4) 2022. While attempting to implant the lead, it was noted that there was elevated high voltage lead impedance, abnormal pacing and high capture threshold on the rv lead. The rv lead was replaced following that. When trying to connect rv lead to the ICD there was set screw spillage. This resulted in high defibrillation impedance alert on the ICD,. After multiple failed attempts, the anomalous ICD was removed and replaced along with the rv lead without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of high defib impedance and high threshold were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray examination of the lead didn¿t find any anomalies.